Event description:
Hcp reported the patient developed a granuloma at the catheter tip t10-11. The catheter was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Event description:
Hcp reported the patient developed a granuloma at the catheter tip t10-11. The catheter was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is recieved.